Manufacturer narrative:
Additional information received from the clinical study database that the event was resolved on (B)(6) 2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. There is also no evidence to suggest that the device caused or contributed to the patient's infection. Clinical factors that may have predisposed the patient to the infection include the patient's medical history and comorbidities. Although a definitive conclusion cannot be made regarding the reported infection, patient factors including driveline exit site management and this patient's previous driveline site infections may have contributed to this reported event. There are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Device remains implanted.

Event description:
A report was received from the clinical database that the patient's driveline was noted to be purulent with yellow/green drainage and a small amount of erythema during a routine clinic visit on (B)(6) 2016. The driveline drainage was swabbed and cultured and the patient was advised to go to the emergency department (ed) for admission and treatment with intravenous (IV) antibiotics. The patient declined admission on (B)(6) 2016 but consented to admission on (B)(6) 2016 for further evaluation and IV antibiotic treatment for his driveline infection. Blood cultures showed no growth to date and wound culture was positive for pseudomonas aeruginosa. The patient refused a pump exchange. Levofloxacin was used for suppression prior to re-hospitalization and was stopped at admission. Cefepime 1 g IV three times a day (tid) was initiated on (B)(6) 2016 and changed to 2 g IV twice a day (bid) later that day.  An infectious disease consult on (B)(6) 2016 ordered an abdomen ultrasound which showed no evidence of discrete fluid collection. A peripherally inserted central catheter (PICC) line was placed on (B)(6) 2016 to continue cefepime home IV therapy. The patient was discharged home afebrile and with stable vital signs on (B)(6) 2016.  The event has not resolved. The primary investigator deemed the event as related to the lvad device and unrelated to the lvad procedure and patient condition. No further information was provided.